Manufacturer narrative:
Received 1 of item: 138102 in unopened original packaging. Performed a visual inspection of the device, there were signs of a potential breach from the product inside. Performed a functional inspection, the device was dye leak tested per tm-10-217 rev. F which indicated that the packaging had insufficient heat seal on the package as there was a leakage. A likely cause for this issue is the packages were improperly sealed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 214 reports, regarding 1,182 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: sterility is guaranteed unless the package has been opened, broken, or damaged. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 138102, conmed accessory electrode, needle electrode, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.